Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator failed while in use on a patient. The patient desaturated.

Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was unable to be confirmed or duplicated. During extensive testing, no functional issues were found. Reported issue was not reproduced therefore, no further actions are needed at this time.